Manufacturer narrative:
It was reported that during a hemi hip surgery the cement in the distal portion of the femur hardened to the point the stem couldn't be advanced. It hardened within 6 minutes. The patient had to be brought back for revision the next day. There are various factors that can have an impact on application and curing phases, such as storage conditions, room temperature, humidity, bone cement components mixing device and mixing technique. Thereby curing times can differ. The curing time for non-precooled and vacuum mixed bone cement starts at 4 minutes at 25°c and at 6 minutes at 17°c. Unfortunately, the exact environmental conditions and the mixing technique are unknown. However, the reported curing time is within the normal range for a non-precooled bone cement.

Event description:
During a hemi hip surgery the cement in the distal portion of the femur hardened to the point the stem couldn't be advanced. It hardened within 6 minutes. The patient had to be brought back for revision the next day.